Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of over 22.2 mmol/l. The customer treated through insulin pump. Customer's blood glucose level was over 22.2 mmol/l and the sensor glucose reading was 27 mmol/l. The reservoir was not returned for analysis.